Event description:
The following event was noted during literature review: it was reported that a (B)(4) study identified a total of 335 consecutive patients with acute coronary syndrome (acs) and non-acs, who received unknown xience v stents between (B)(6) 2010 and (B)(6) 2011. Of the 335 patients, clinical outcomes were investigated in 316 patients. Clinical outcomes were as follows: (B)(4) in-stent restenosis, (B)(4) total lesion revascularization (tlr), (B)(4) total vessel revascularization (tvr), (B)(4) coronary artery bypass grafting (CABG), (B)(4) nonfatal myocardial infarction, (B)(4) stent thrombosis, (B)(4) heart failure, (B)(4) major adverse cardiovascular event (including tvr, CABG, nonfatal mi, cardiovascular death). No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated, date of implant estimated. In this case, there were no reported product deficiencies. Cardiac arrest, myocardial infarction, thrombosis, stenosis/restenosis, and surgical procedure (coronary artery bypass) are listed in the (B)(4) xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.